Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. Concomitant medical products: medical product: unk oxford tibial component catalog #: unknown lot #: unknown, medical product: unk oxford bearing catalog #: unknown lot #: unknown, medical product: unk oxford femoral component catalog #: unknown lot #: unknown . Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00657, 3002806535-2019-00659, the investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent revision surgery due to pain.

Event description:
It was reported by the hospital that a patient underwent revision surgery due to pain.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.